Event description:
It was reported that this pacemaker exhibited undersensing on the right atrial (ra) lead channel resulting in overpacing. Technical services (ts) provided reprogramming options. The device remains in use. No adverse patient effects were reported.